Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that internal insulation abrasion breaching the re cable lumen was noted at 8.0 - 10.0 cm and 10.2 - 13.0 cm from the distal tip. The inner coil lumen was found to be not damaged in these locations.

Event description:
This report is to advise of an event observed during analysis.